Manufacturer narrative:
(B)(4). The customer has indicated the incident sample is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that following a liver rf ablation procedure, the patient developed fever with right upper quadrant pain. An ultrasound of the patient's upper abdomen showed inhomogeneous liver parenchyma with scattered high echoic areas at right lobe, and liver cirrhosis with evidence of post rfa change was detected. Percutaneous drainage was performed. Another ultrasound on (B)(6) 2012 of the upper abdomen found complete resolution of high echoic hematoma at right lobe and decreased size of surrounding low echoic area at right lobe. Mild inhomogeneous liver parenchyma with multiple ablative lesions were noted, size 1.6-2.4 cm.